Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. No additional information on the reported issue was provided as call with tandem technical support was disconnected. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.